Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 10 mg/dl; cause was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding how the low bg was treated; however, the customer did not respond. No additional patient or event information was available. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.